Manufacturer narrative:
H2 correction h6 investigation findings - correction

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient experienced a skin reaction with redness, pain/discomfort, skin inflammation/swelling and stinging burning sensation that extended beyond the patch perimeter, which occurred 1 day after the sensor had been inserted in the arm. On (B)(6) 2026 at approximately 04:15¿04:30pm, the patient visited a doctor¿s office due to a skin reaction on the left arm that had begun on (B)(6) and on the right arm that begun on (B)(6) documented, both in the sensor area which both extended to the patch perimeter. The patient reported that the affected area had swollen to about the size of a golf ball and was associated with redness, swelling, pain, and a burning and stinging sensation. Prior to visit, no treatment was done. During the consultation, the patient received a shot in the hip, which she could not recall by name but was certain was antibiotic, and was prescribed doxycycline hyclate 100 mg to be taken orally twice daily. As reported by the patient, the skin reaction remained the same. She was recommended to return on (B)(6) and was informed if it did not pop on its own, the doctor would cut it open and drain it if necessary. The patient returned on (B)(6) for follow up, the skin reaction was lanced, but no drainage was obtained. The patient reported that she had already popped it one to two days prior to the follow-up due to pain. No new prescribed medication, she was doing better and the site had already improved. She was advised to use abdomen for the insertion site. No photo was provided. No other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).